Event description:
Allergan aesthetics received a report of a patient who received coolsculpting to the upper and lower abdomen treatment areas and may have developed paradoxical adipose hyperplasia. Received date: 01/31/2022. Patient is going to being assessed by a new plastic surgeon. Once she has the information for the diagnosing provider and her appointment date she will provide that to the rep assigned to her case. Patient name (B)(6). Treatment date or dates: area(s) treated: upper and lower flanks, abdomen date of onset of symptoms (when patient first noticed): patient had lipo suction once in an attempt to fix pah. Area never corrected after plastic surgery and has enlarged more. Patient has been diagnosed with pah.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treat ment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting to the upper and lower abdomen treatment areas and may have developed paradoxical adipose hyperplasia. ¿ received date: 01/31/2022. ¿ patient is going to being assessed by a new plastic surgeon. Once she has the information for the diagnosing provider and her appointment date, she will provide that to the rep assigned to her case. Patient name- ¿ patient initials - name: (B)(6). ¿ sex - f. ¿ dob: (B)(6) 1965. ¿ patient number - (B)(6). ¿ patient email- (B)(6). ¿ treatment date or dates: ¿ area(s) treated: upper and lower flanks, abdomen. ¿ date of onset of symptoms (when patient first noticed): patient had lipo suction once in an attempt to fix pah. Area never corrected after plastic surgery and has enlarged more. Patient has been diagnosed with pah.

Manufacturer narrative:
Corrected data: d1.